Event description:
It was reported that the cadd legacy pump emitted double beep sound. Reporter also stated that the screen was blank. The reported event occurred during testing.

Manufacturer narrative:
One cadd legacy 1 pump was received for analysis for a blank screen and a cassette attachment alarm. Functional and visual testing was performed. The customer's reported problem was confirmed. The lcd was blank with no displays and double beeping during the investigation. Lcd, scratched lens and downstream occlusion sensor will be replaced.